Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about needle through catheter of insyte autoguard. This issue was discovered during training of IV injection into a practice arm at a hospital and no health hazard was thus reported."

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about needle through catheter of insyte autoguard. This issue was discovered during training of IV injection into a practice arm at a hospital and no health hazard was thus reported."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/20/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one undamaged opened package from ref. 381923, lot 9085966 and two photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination it was observed that the needle had pierced through the tubing wall near the tip confirming the reported defect. No other anomalies or damages was observed. This type of defect can occur during the manufacturing process or in the user environment. Based on the location of the defect and since the unit was received out of its original packaging, bd could not determine a definite root cause.